Event description:
The customer reported that the silicone segment separated from IV set and leaked mid way through infusion. The user noted to have slightly stretched the silicone segment while loading the set into the device. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.